Manufacturer narrative:
Conclusion code grid cnc-npb-01-04-01. The rse (remote service engineer) replied to customer, the socket is not an applied part here but the accessories to be connected are declared as an applied part. And since both connectable accessories are classified according to bf, it is permitted to declare the bf on the socket, regardless of whether the socket is an applied part or not. Customer request documentation that both the m2741a and m2501a have been approved as bf applied parts. The tüv test report confirmed modules m2741a is bf type application modules. M2501a (i.e. Mainstream etco2 sensor) is not existing in tüv report because tüv considers m2501a is improbably contacted the patient body under normal use conditions. No patient connection, therefore, bf-type test against m2501a is exempted to execute. Based on the information available and results of additional analysis, no further action is necessary at this time. The user has a concern regarding the safety of the device, or a concern about the quality of the device that could affect or potentially affect treatment/therapy or reportable diagnostics. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indication that all devices of same type with co2 do not comply with limits of electrical safety. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported to philips that all devices of same type with co2 do not comply with limits of electrical safety. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.